Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. During testing, the battery led indicators functioned as expected. As a result, the reported "leds not working" event could not be confirmed. A review of the battery's internal log revealed that the lifetime max cell voltage had values above the anticipated maximum cell voltage. This observation is an additional finding not related to the reported event. A possible root cause of the out of range maximum lifetime cell voltage values in the internal log can be attributed to a manufacturing error. During functional testing, the battery was unable to charge and test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery. This is an additional finding, not related to the reported event. The most likely root cause of the battery not charging can be attributed to a faulty integrated circuit that controls the battery. There is an internal investigation for battery main integrated circuit malfunctions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the led's on the battery were not working. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.